Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the pen drive device was not working at all. It was reported that a member of the ortho team went into the room to help troubleshoot the problem; however, they were still unable to get the device going. It was also reported that the device was hooked up on both generators and inspected with the prongs in the side cable (which seemed fine) but still would not work. As a result, there was an unspecified delay in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability evaluated the device and determined that the device passed the pre-repair diagnostic assessment. Therefore, the reported condition was not duplicated and confirmed. However, it was determined that the motor and electronic control unit were corroded due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.